Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. If explanted, give date: not applicable, as the lens remains implanted. However, there was a planned explant scheduled for (B)(6) 2018. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt225 23.5 diopter intraocular lens (iol), was implanted in the patient''s right eye (od) on (B)(6) 2017. Post implant the patient experienced myopic error and residual astigmatism. Post-operatively, 1-3 weeks after surgery, the patient''s refraction was -0.75 x -1.00 x 90, the uncorrected visual acuity was 20/100, and the best corrected visual acuity was 20/40. Reportedly, there was a planned explant/exchange to be performed. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/16/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a bottle without liquid. Visual inspection with the unaided eye revealed that the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, further analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.